Event description:
It was reported that patient presented for follow-up in clinic. Upon review, it was noted that patient's atrial lead exhibited noise. The lead was explanted and replaced with new lead. Patient condition was stable.